Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter has been returned. Investigations are underway. Customers and retailers have been informed through the fa 16 may 2006 letter.